Event description:
Vague pump report of a 250 ml bag of heparin set up to be infused. Half-way into the delivery, the bag was found to be full. No add'l clinical info was able to be obtained. No pt injury reported.